Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be in specification in relation to the reported system error 341 that was not reproduced but confirmed through review of the event history log. Evaluation could not find component causality, but the I/o pcb board and upper axillary were replaced as known contributors to system error 341.

Event description:
It was reported that a spectrum pump experienced a system error 341 during therapy in the medical surgical care area. It was also reported there was no patient injury.